Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h4 (device mfg date) and h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received unspecified high readings compared to readings obtained on another adc meter and experienced a loss of consciousness. Customer was unable to self-treat and had contact with a healthcare professional who administered treatment of glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received unspecified high readings compared to readings obtained on another adc meter and experienced a loss of consciousness. Customer was unable to self-treat and had contact with a healthcare professional who administered treatment of glucose injection. There was no report of death or permanent impairment associated with this event.